Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose levels read "high," without a specific value known. The customer addressed the high blood glucose by administering a correction injection through multiple daily injections (mdi). Reportedly, the customer will continue to use current pump and will rely on an alternate method of insulin therapy if necessary.